Event description:
Customer reported this adverse event to importer on december 8, 2022. Customer reported a perforation during the removal of polyps from the colon. The procedure being performed was a colonscopy with a polypectomy x 2 (sigmoid and rectal). The adverse event required a reported surgical intervention to repair the perforation. The patient had no reported underlying health issues that may have contributed to the event. The patient was hospitalized for 4 days total.